Event description:
While being implanted, a saline breast implant ruptured. No harm was done to the patient. The attending surgeon operating stated that no harm was done to the patient, and that she believed the implant was defective. The implant was labeled with the manufacturer label and sent to gross pathology labeled "breast implant - gross only - save" to be sent back to the manufacturer.

Event description:
While being implanted, a saline breast implant ruptured. No harm was done to the patient. The attending surgeon operating stated that no harm was done to the patient, and that she believed the implant was defective. The implant was labeled with the manufacturer label and sent to gross pathology labeled "breast implant - gross only - save" to be sent back to the manufacturer.